Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an unspecified procedure, the biosure driver appeared to have a shorter tip. The difference became apparent as it resulted in the breakage of the biosure screw. The procedure was finished with a smith and nephew back up device. No surgical delay and no further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, product print specification review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.